Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic cholecystectomy, there was an issue with loading or firing of the clips. When the surgeon placed it in the second clip, it got stuck and it didn¿t allow it to be placed. It was also reported that there were malformed clips. A new instrument was used in order to resolve the issue. There was no patient injury.